Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, there was a thrombosis. The patient presented for cardiac catheterization at another hospital due to crescendo angina pectoris and a positive stress test. The cardiac cath demonstrated that the patient had a critical near subtotal stenosis of the proximal circumflex (cx). The patient was medically stabilized with heparin and nitroglycerin and the transferrd emergently to this faciity for coronary intervention. The guide catheter and guidewide were positioned. Balloon angioplasty was performed using a 3.0mm balloon (unk type) . Thereafter, a 3.5x20mm taxus express2 drug eluting stent was deployed at 20 atm. "A widely patent vessel was appreciated with no luminal residuum and timi grade iii flow." At 334 days later, the patient presented with an acute myocardial infarction with st elevation. The proximal cx showed stent thrombosis. Thrombectomy was performed using a non boston scientific aspiration catheter. Then a 3.0x20mm maverick balloon was inflated twice to 16 atm's for 4 seconds and 10 seconds respectively. There was "0% post stenosis and timi-3: complete flow/perfusion". The procedure was ended and the patient was transferred from the cath lab to the "heart center". Medications received during this procedure included heparin, nitroglycerin and integrilin. The use of antiplatelet therapy is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.